Event description:
It was reported that resistance was experienced when filling multiple cartridges with insulin. The issue was resolved by performing multiple syringe needles and multiple cartridges to resolve the issue. Customer¿s blood glucose level was 140 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.